Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep reviewed the charging unit and wiring and nothing looked abnormal. It was noted that the charging unit was only at 50% at the time of the meeting; the patient was advised to charge it to 100%. The cause of the charging issues was not determined. No symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with two neurostimulators (ins) for non-malignant pain. It was reported that it took the patient a longer time to charge when they used both rechargers. For the right ins, the patient would charge for 4 hours with 6 coupling bars and would only be able to get upto 25%. The caller reported that the ins was currently discharged and was charging. They could not interrogate with the 8840 as the ins was discharged. No symptoms were reported. No further complications were reported. Follow-up was conducted.